Event description:
Boston scientific received information that this patient was admitted to the emergency room with chest pain and syncope related to endocarditis. The device was checked and was performing normally. The patient was noted to have an infection and the system would need to be removed however the patient was pacemaker dependent and the date of explant was not yet scheduled. It appears the patient was again admitted one week later with worsening endocarditis. The patient's status was updated to dnr and the field representative was contacted to program tachy therapy off. The patient subsequently expired due to the infection. It was reported the device will not likely be returned. There was no reported performance allegations against the crt-d system. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.